Event description:
Pt had l3 - l5 laminectomy/fusion and bone stimulator implanted on 6/07/93. Wound opened, positive cultures, antibiotics given 7/93. Family did wound care daily with 3 times per week supervision of homecare rn for 7 mos. Evaluated by surgeon and infectious disease consult on regular basis, last visit being 2/04/94. Pt admitted on 2/12/94, in septic shock, to surgery for debridement of lumbar abscess and removal of stimulator. All treatment unsuccessful, pt died 2/14/94.